Manufacturer narrative:
Following a review of the device history record for lot number a477e11a, it was determined that all processes and test criteria are within the medpor implant finished product specification. We have had two incidences concerning exposed ear rim implants. The MDR reporting numbers are 1057129-2006-0014 and 1057129-2007-0001.

Event description:
The patient had ear reconstruction surgery performed on the left ear using a medpor ear implant. During the surgery, the medpor ear implant was covered with tpf flap and skin graft. The surgeon reported that approximately six months after the surgery, a minor trauma occurred and a portion of the implant became exposed and the tissue surrounding the implant became necrotic. The surgeon stated that he explanted a portion of the medpor ear rim implant. The explanted portion of the implant was evaluated by a laboratory per the surgeon and the result was foreign body reaction with no indication of infection. The surgeon placed composite graft at the defect site to replace the portion of the medpor implant removed.